Event description:
It was reported that during use of the bd eccentric tip syringe with precisionglide¿ needle the plunger could not be push. The following information was provided by the initial reporter: plunger could not be push.

Manufacturer narrative:
H.6. Investigation: photo evaluation: ¿ 1 photo was returned for evaluation. From the photo, no abnormality found on syringe product. Sample evaluation: ¿ one (1) actual sample without package was returned for investigation. ¿ the sample was subjected to plunger breakout and sustaining force test per test procedure (B)(6). ¿ result showed plunger breakout and sustaining force is within the product specification the complaint is unconfirmed, and product is within specification. The actual sample passed the plunger breakout and sustaining force test specification. Hence root cause could not be determined. DHR was reviewed and no quality notification was raised on the reported defect of plunger movement difficult.

Manufacturer narrative:
Medical device expiration date: unknown. Batch number [(B)(4)] was not found for material number [302147]. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd eccentric tip syringe with precisionglide¿ needle the plunger could not be push. The following information was provided by the initial reporter: plunger could not be push.